Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with 0.2 ml of juvéderm® voluma¿ with lidocaine on right nasolabial fold and experienced "suddenly developed chest paresthesia with upward rolling of the eyes midway through the filler injection. On examination, the patient had hypotension, bradycardia, and cold peripheries. Grbs was normal at 94 mg/dl. IV fluids, injection hydrocortisone, and injection pantop were administered immediately. The patient was shifted to a nearby hospital by ambulance for emergency care, where pr and bp normalized on arrival."